Event description:
A customer reported to beckman coulter, inc. (Bec) that olympus au643-02e clinical chemistry analyzer generated an erroneously elevated magnesium result of 3.1 mg/dl. The result was reported out of the laboratory. Repeat testing on the same and on an alternate au instrument produced a lower result of 2.3 mg/dl. It is unknown if there was any change to patient treatment.

Manufacturer narrative:
The sample and qc information was not provided. Bec field service engineer (fse) visited the site on the same day and found the syringes worn and sample probe clogged. The fse replaced sample probe as well as reagent and sample syringes. The fse verified the repair. The results met the published performance specifications.